Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
This distributor reported that the 60-7510-005, goldvac pb smoke pen, device was found to be charred during a procedure. Approximately 1-hour into the procedure the surgeon noticed sparking from the tip of the pencil and the blade appeared to be charred. There were no loose or fragmented components to be retrieved. The date and type of procedure is unknown per the reporter. The event caused a 2 to 5-minute delay in the procedure. The procedure was completed with another goldvac pb smoke pen and was completed successfully as planned. There was no harm to the user or the patient during the event and there was no extended hospital stay for the patient due to this event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device was received in opened, unoriginal packaging. The device was tested for cut and coag modes using a system 7500 esu. Testing found that the cut and coag modes both returned a positive tone and supplied energy to the pencil. When set at a higher output (>150w), sparking was observed at the distal end of the pencil. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device and failure mode. During this same time frame 609,090 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000003. Per the instructions for use, the user is advised the following: contraindications: - these devices should never be used when: - in the presence of flammable gases, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide (n2o), or in oxygen-enriched environments. Safety tips: - use the lowest possible setting on the associated electrosurgical unit capable of achieving the desired surgical effect. Activation time should be as short as possible. This issue will continue to be monitored through the complaint system to assure patient safety.